Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine check. It was suspected that the device exhibited premature battery depletion (pbd). Subsequently, a revision procedure was scheduled. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.